Event description:
It was reported by the rep that during a lap cholecystectomy procedure, the first clip scissored and then the device would not fire clips. Another device was used to complete the procedure there was no adverse consequence to the patient. One device will be returned.